Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator right (mtmr). System tested and verified as ready for use. The device was returned for investigation; however, the evaluation is not yet complete. A supplemental report will be submitted when the investigation is completed.

Event description:
It was reported that during a da vinci-assisted pyelolithotomy surgical procedure, the customer experienced a recoverable fault 25521. The intuitive technical support engineer (tse) advised to restart the system in this situation. After restart, the system started without error, but the error returned after 5 min. The procedure was converted to laparoscopy with no reported injury. Intuitive surgical (is) contacted the reporter and obtained the following additional information regarding this event: the procedure was converted to traditional laparoscopic approach because after multiple times contact and several errors the conclusion was that the right controller in the console was defective, and the robot was not functioning. The conversion did not result in increasing port size incision or adding additional ports. There was no injury to the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform a failure analysis. The mtm was analyzed and the reported failure (error 25521) was unable to be reproduced but could be confirmed as having occurred via field error logs. A visual inspection was performed. The unit was installed onto the system and powered up. A sine cycle and a test drive were performed without any issues. Tests performed via matlab passed.